Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints reported from the lot. All available information was investigated and a cause for the reported leak/splash (loss of fluid column) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leak it was reported that the steerable guide catheter (sgc) had loss of fluid column during preparation. The sgc was not used in the patient. The procedure was successfully completed with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.